Manufacturer narrative:
The technician advised that the lift is used with multiple patients at the facility and with different slings. The model of the sling that was in use at the time of the incident is unknown, and it cannot be confirmed if it was an invacare sling. Invacare sent a technician to the facility to inspect the lift and perform preventative maintenance. The technician did not identify any deficiencies with the lift. The technician noted that the lift had an older style hanger bar, which is not meant to have clips. The facility requested that the hanger bar be replaced with the newer style, which does have clips. The new hanger bar was installed on the lift on 11/27/2023. The lift was over 17.5 years old. There have been no other events reported involving this lift. Based on the information available, the most likely underlying cause of the event is that the sling was not properly attached to the hanger bar before the patient was transferred. The owner's manual advises of the following: invacare slings are made specifically for use with invacare patient lifts. For the safety of the patient, do not intermix slings and patient lifts of different manufacturers. Be sure to check the sling attachments each time the sling is removed and replaced, to ensure that it is properly attached before the patient is removed from a stationary object (bed, chair or commode). Before transferring a patient from a stationary object (wheelchair, commode or bed), slightly raise the patient off the stationary object and check that all sling attachments are secure. If any attachment is not correct, lower the patient and correct the problem, then raise the patient and check again. Should additional information become available, a supplemental record will be filed.

Event description:
A technician at a facility reported that two people were using the rpa600-1 lift to transfer a patient from a wheelchair to a bed. The patient was moving around, and one of the sling loops slid off the lift's hanger bar, causing the patient to fall out of the sling. The patient broke her wrist or hand. The technician advised that there were no clips on the lift's hanger bar, which they believe may have contributed to the incident.